Event description:
The provider was attempting to drain an abscess with the centesis catheter. He had placed the catheter, withdrawn the stylet, attached a 3-way stopcock and syringe to the catheter. He let go of the catheter, which he described as being a firm piece of plastic, to reach for something on the side table. When he turned back to use the catheter, he found the top half of the catheter detached from the bottom of the catheter and laying on the sterile field on the patient. He noticed that it was not as long as it should have been, looked all around the sterile field for the other couple cms of the catheter and could not find it. It was identified still inside the patient on imaging. A general surgeon tried to remove the retained piece but was unable to, so it was removed in the or two days later. The retained piece was 3.5cms long and was described as having a sharp angled end where it had broken off of the top half of the catheter. The provider says he has placed these catheters thousands of times and nothing like this has ever happened.